Event description:
Facility reported that the needles felt dull and that pt had oozing at the needle insertion site throughout treatment, ebl is 20-100cc's. Pt did not require intervention and had no reported problem with hemotocrits.